Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a safety syringe. The customer reports after injecting a patient, the nurse engaged the safety sheath. The nurse reported that the audible click was heard. When the nurse was putting it in the sharps container, it hit the side and started to fall. The nurse went to catch it and the sheath slid back and she was stuck with the needle. Medical intervention was required as a result of the needle stick. First aid was done and testing was required and done. The client consented to being tested as well and all tests were negative. The staff who received the stick will be re-tested in 1 week.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.